Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history, and the occlusion limits were tested successfully. The adapter passed the optical inspection. The battery cover passed the optical inspection.

Event description:
Mother reported the infusion device displayed several e4 occlusion errors on (B)(6) 2013. The patient changed the infusion set and cartridge, but this did not resolve the issue. Her blood glucose elevated to 550 mg/dl, and her mother drove her to the hospital. She was treated with an insulin infusion, and she was in the intensive care unit on (B)(6) 2013 and the regular care unit from (B)(6) 2013. The infusion device was requested for evaluation. No further information is available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.